Event description:
A doctor alleged that after approximately four (4) months after implantation, a patient's femoral precice nail broke. The patient had already completed their lengthening treatment.

Manufacturer narrative:
The patient had completed their lengthening treatment with precice. The patient's existing precice nail was removed and the patient was implanted with a solid nail, without incident. To date, the patient is doing fine. It was reported that the patient may have been non-compliant with regard to the surgeon's post operative care instructions on the amount of weight bearing allowed. The device involved in the alleged incident has not been returned; therefore, no evaluation can be conducted. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications.